Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. Additional observation not reported by site: the instrument was found to have a frayed grip cable at the force amplification pulley. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, force bipolar instrument had a broken conductor wire black. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. The surgical task being performed when the issue occurred was grasping tissue. The type of damage observed of the black (conductor/ energy) cable was full cable breakage. It is unknown if there were any loss of cautery associated with broken/loose cable. There were no signs of thermal damage at site of breakage. Arcing was not observed during the procedure. It is unknown if the instrument collided with any other instrument or tool during the procedure. The damage did not result in a fragment fall inside of the patient¿s anatomy.